Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in-clinic with the right ventricular lead exhibiting episodes of noise and noise reversion. All other lead measurements were normal. Programming interventions were made. The patient¿s condition was stable.